Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose was 160 mg/dl. . The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised to rewind pump, place reservoir in pump and run manual prime. Customer stated that the device did not alarm no delivery with manual prime. Customer was advised that changing reservoir resolved the issue. The customer was advised to monitor the set and we will sent her replacement for reservoir and sets.